Event description:
The pt was diagnosed to be asystolic. A pacing attempt was made as a final effort at resuscitation. Reportedly, when an attempt was made to increase the pacing current, the device prompted a pacing "leads" off condition and as a result pt pacing could not be initiated.